Event description:
Unexpected post-op refraction following intraocular lens (iol) implant surgery. The association between this event and the iol is not known. Additional information has been requested.

Event description:
A nurse at the user facility has provided additional information. The surgeon now believes the patient's problems are related to persistent corneal thickening and not to an improper intraocular lens (iol) diopter. The surgeon does not plan to explant the iol and the patient has been referred to a corneal specialist.